Event description:
It was reported that, "stem subsided, pt dislocated, revised stem and noticed the poly wear."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.